Event description:
It was reported that a catheter issue occurred. At the anchor site of the distal segment of the catheter, the catheter appeared to be ¿bunched up¿. The catheter was very superficial and was causing the patient pain. Regarding troubleshooting, an x-ray was performed. The doctor was to take the patient to the operating room (or) to revise the catheter. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was unavailable. It was later reported that the catheter was not kinked. The spinal segment of the catheter was revised approximately 1 year prior to the report (please refer to manufacturer report # 3004209178-2013-11299) at which time a catheter connector was implanted. Since that time, the patient lost (B)(6) and the connector moved closer to the surface of the patient¿s skin causing her discomfort when lying on her back or pushing her back against a chair. The intent of the recent revision was to move the connector deeper to minimize the discomfort for the patient. When the doctor dissected down to expose the catheter, the catheter was accidentally cut at which time the doctor removed the connector that was causing trouble along with the damaged portion of the catheter. The doctor then reconnected the spinal and pump catheter segments with a new connector. The doctor placed the catheter and connector deeper to avoid further surface level discomfort. It was noted that the v-wing anchor was also removed and replaced with a new one. It was indicated that the patient was receiving effective therapy at the time of the report. The device system delivered morphine and bupivacaine.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 87 09sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter (B)(6).